Event description:
It was reported by the patient¿s son that the patient is deceased and died approximately three weeks post device replacement. Additional information obtained reported that the patient was found unresponsive at a rehab facility, resuscitation efforts were initiated, external therapy was provided for a ventricular rhythm and a thready pulse was noted and the patient was ventricular paced. Upon arrival to the hospital neither pupils were reactive and an irregular tachycardic rhythm was reported. An asynchronous cardioversion was performed at 360 joules for ventricular tachycardia and the patient converted to pulseless electrical activity. An ultrasound was performed, no cardiac activity was noted and the patient was declared deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 5568-53 lead implanted: (B)(6) 2005; 310f31 porcine heart valve implanted: (B)(6) 2005. (B)(4).